Event description:
A customer technical advocate (cta) was contacted with regard to erratic low results for multiple parameters generated using a cell-dyn 1700 analyzer. One patient had an initial wbc=1.1 k/ul and hgb=3.2 g/dl which was reported and questioned by a physician. The patient was redrawn, with the new specimen yielding the following results; wbc=8.7 k/ul and hgb=13.6 g/dl. No impact to patient management was reported.